Manufacturer narrative:
Additional device(s) involved in event: d1. Heartware® ventricular assist system - driveline, d4. Serial - (B)(4) / model number 1104 / expiration date: unknown, UDI # unknown, d10. No, h4. Unknown, h5. No, h6. Device code(s): 1120, h6. Result code(s): 3233, h6. Conclusion code(s): 11. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's ventricular assist device (vad) had possible contamination on the driveline. The vad remains in use.

Manufacturer narrative:
It was reported that the patient had a self clearing electrical fault alarm. The controller was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis registered two activation attempts on (B)(6) 2017 at 11:00:49 and 11:00:53. The reactivation attempts were a result of the pump's attempt to reactivate the rear stator. In addition, the alarm file registered an electrical fault alarm at 11:00:53. The electrical fault alarm was due to an open phase on the rear stator. The electrical fault alarm cleared 9 seconds later, at 11:01:02. The reported electrical fault alarm was confirmed; however, the controller was not returned for analysis. Applicable risk documentation and experience with events of similar circumstances were considered; events with electrical fault alarms can be attributed, but not limited, to a driveline cable or connector malfunction, foreign material inside of the driveline connector and/or a marginal driveline connection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The hvad pump and associated driveline (hw948) and the controller (B)(4) were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis revealed two reactivation attempts logged on (B)(6) 2017 at 11:00:49 and 11:00:53. The reactivation attempts were a result of the pump's attempt to reactivate the rear stator. In addition, the alarm log file revealed an electrical fault alarm logged at 11:00:53. The electrical fault alarm was due to an open phase on the rear stator, resulting in the pump running on a single stator. The electrical fault alarm cleared 9 seconds later, at 11:01:02. As a result, the reported electrical fault alarm event was confirmed. The reported driveline contamination event could not be confirmed due to insufficient evidence. Based on the available information and review of the risk documentation, a possible root cause of the electrical fault alarm can be attributed, but not limited, to foreign material inside of the driveline connector, a marginal driveline connection, and/or a driveline cable or connector malfunction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller exhibited an electrical fault that self-cleared. The controller remains in use. No patient complications have been reported as a result of this event.